Manufacturer narrative:
After battery installation, pump received with blank display, unable to perform the displacement, sleep current measurement, active current measurement and self tests or verify low batt and unexpected power loss due to blank display. Using previously downloaded history data. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: unit was successfully download using thump software. However, upon arrival to proceed with troubleshooting investigation, multiple new batteries and battery caps were installed and unit remained on blank display. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 19.0 received the lowbatteryalert (104) on 09/12/2025 09:38:00 faster than expected at 1.14 days. Battery cycle 18.0 received the lowbatteryalert (104) on 09/10/2025 20:04:00 faster than expected at 0.07 days. Battery cycle 3.0 received the lowbatteryalert (104) on 09/10/2025 17:54:00 after more than 7 days at 19.31 days. Battery cycle 2.0 received the lowbatteryalert (104) on 08/22/2025 09:09:00 after more than 7 days at 18.45 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. However, an unexpected blank display occur upon battery installation not allowing unit to test for active or sleep current measurement test. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroded electronic assemblies not allowing unit to turn on or proceed with testing. Unit also receive with the following cosmetic damages: test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, unit came in with blank display due to corroded electronic assemblies. Unable to fully confirmed customer's allegations of low battery and battery out limit to unexpected blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that after changing the battery cap, the pump did not recognize the battery and still showed low battery message. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Instructed the customer that they can continue to use the pump until replacement arrives if they install a new battery. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was the device will be returned.